Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), potential risks associated with the overall procedure include cardiovascular injury including perforation or dissection of vessels, which may require intervention, infection including septicemia, pain or changes at the access site, inflammation, fever and/or death. Infections occurring within 60 days of the tavr generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed, most contamination probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized. Air in the operating room showed high bacterial counts in one study with the highest counts directly over the operating table. Laminar air flow, reduction of operating room "traffic" and pump micro- wave filters were all recommended, with the conclusion that coronary suction devices were the main source of blood contamination by returning organisms directly from the air to the pump. The majority of access site infections are almost universally related to contamination at the time of surgery. The sheath is provided in a sterile manner after undergoing a rigorous sterilization process. If an access site infection occurs, it is likely related to contamination or infection from elsewhere and is not in any way related to the sterilization or packaging process of the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the exact cause of the catheter site infection and pseudoaneurysm cannot be confirmed. In addition to the procedure itself, patient factors and/or procedural factors described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: a case of infectious pseudoaneurysm in femoral artery occurred at access site for tavi. Journal of japan surgical association vol. 77 no. 9, 2385 (2016).

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), in an article, ¿a case of infectious pseudoaneurysm in femoral artery occurred at access site for tavi¿, during a transfemoral tavr procedure, a 23mm sapien xt valve was successfully deployed. The puncture site in the right inguinal region was closed with a percutaneous closure device. The patient was discharged on postoperative day (pod) 4. On pod7, the patient was re-admitted due to fever and bleeding from the puncture site. When ¿astriction¿ was attempted, signs of a localized infection was observed. CT angiography also confirmed a femoral artery pseudoaneurysm at the right common femoral artery. During the surgical repair of the pseudoaneurysm, a right external iliac artery (reia) ¿ superficial femoral artery (sfa) bypass with autologous great saphenous vein was made to secure the blood flow to lower extremity, while bypassing the area of infection. Subsequently, the proximal and distal side of the aneurysm was ligated to execute the debridement. No recurrent infection was observed following the surgical repair and blood flow in lower extremity was good. At the time of this report, the patient was discharged.